Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the aft suction tube clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the aft suction tube. In addition, our technician confirmed that the u/d and the r/l pulley wires fluid damage, the mechanical base plate fluid damage, the lcb distal cover glass broken, the insertion flexible tube buckled, the suction channel buckled, the body cover grip cracked, the control body corroded, the nozzle gluing missing, the operation channel (primary) leak, the root brace rubber (insertion flexible tube) cut, and the remote control buttons cut; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0588 (channel)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Operation/suction channel clogged.